Event description:
It was reported to philips that the equipment did not turn on. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) went onsite and confirmed that system did not turn on. Upon testing fse found the cause of the problem as the unit that controls the power supply for the entire system (pdu fan power tray) and the interventional work spot software was faulty and would not start normally. The cause of the power supply failure could determine by the supplier's part analysis, and it confirm that psu01 and psu02 defective. To resolve the issue, fse replaced the power supply unit and reinstalled the software and validated normal operation. After replacement of power supply unit and reinstalled the software, the system returned to use in good working order. The codes were updated based on the investigation outcome.